Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 44 mg/dl at the time of the incident. The customer used glucose tablets and was given a glucagon shot to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The customer stated they had an intestinal infection. The customer was hospitalized and when hospital staff tried to silence the pump they turned on auto mode. The customer turned off auto mode but did not reactivate their manual suspend features. The insulin pump will not be returned for analysis.